Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 428 mg/dl and a bolus was delivered to address bg. Pump system check was performed and air bubbles were observed in the tubing. Customer primed out the bubbles and changed out the infusion set site. Blood glucose lowered to the 300 mg/dl range. Customer required no further assistance.